Event description:
It was reported that the day after implant, the lead stopped pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there were no anomalies found. It was noted that there was blood on the distal electrode. The analyst noted that electrical resistance and continuity test results were within specification. The helix was able to be extended and helix length was within specification. There are some scratches but no setscrew marks on the is-1 pin. The lead was not properly screw into the device. This might contribute to the report that pacing stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.